Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that unknown patient was seen with high impedance. Diagnostics were reportedly ok prior to the report. The device has been disabled and plans are being made for replacement. Xrays were received and assessed. Based on the x-rays received, the cause of the high impedance is likely due to twiddler syndrome as the lead wires are twisted multiple times. However, continuity of the lead in the neck and vagus nerve area cannot be assessed and therefore, gross fractures, discontinuities in this area cannot be ruled out as contributory. No surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B1. Adverse event and/or product problem, b2 outcomes attributed to the adverse event, b3. Date of event, b5. Describe event or problem, b6. Relevant tests/laboratory data, including dates, d6a. If implanted, give date (mo/day/yr), d6b. If explanted, give date (mo/day/yr), f10 health effect - clinical code, f10 health effect - impact code, h3. Device evaluated by MFR?, h6 type of investigation, h6 investigation conclusions; corrected data; this information was inadvertently submitted under MFR # 1644487-2023-00014. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Event description:
The following info was incorrectly captured in MFR # 1644487-2023-00014 previously. MFR #1644487-2022-01515 will house the continuation of this reported malfunction moving forward. It was reported that patient had revision surgery due to a twisted lead. The new device was sutured in place to prevent future twisting. Device history records were reviewed and the device passed all functional and quality testing prior to distribution. Correct implant and explant dates were received. Xrays were received and reviewed, and an assessment has been made of lead fracture from the epilepsy nurse specialist. Further information was received from the provider stating cause of event was manipulation of the device by the patient. Product evaluation is not necessary as the root cause of the event is known and not related to vns therapy. Generator product analysis revealed that high impedance was first seen prior to the reported event date, therefore the event date has been updated to reflect the most likely date that the lead fracture occurred due to patient manipulation. Device evaluation of the lead is not necessary as it will not add value to the investigation and the root cause is known. No other relevant information has been received to date.